Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2025, 6 wees later at physical therapy the patient heard a pop (surgeon believes that the patella could have caught the edge of the femur). This adverse event was treated by a revision surgery on (B)(6) 2025, in which one (1) porous oval patella sz 41mm was exchanged for a 35mm round cemented patella. Current patient's health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, lateral image x-ray demonstrates a patella with a radiolucency above which may be fluid; but due to orientation and quality of the anteroposterior and lateral images cannot make conclusion on root cause. The adverse event was likely caused partially or wholly by user/procedural variance, initial implant selection, and/or alignment. It cannot be concluded there was a mal performance of the implant. The patient impact beyond the reported revision could not be determined. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: e1 (initial reporter name), h6 (health effect - clinical code).